Event description:
Information was received from a patient regarding an external device. The reason for the call was patient reported that since a year ago they have been experiencing troubles charging the implant. Patient stated it had gotten worst this past 6 months, and they met with their manufacturer representative (rep) and were told to call pats to request a replacement recharger. Patient stated that the controller would keep showing a no device found message when they try to charge their implant. Patient stated that when they hit on recharge the controller would not progress from the passive recharge mode. Patient also noted seeing error codes, but they do not recall what the codes were, and they would usually have to reset the controller to exit out of the error codes. Patient noted no damages on the recharger, but they mentioned that the recharger antenna would get really hot when they charge their ins. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
97755, sn (B)(6), was returned for product analysis. Analysis found poor recharge quality message was seen medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.